Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. Ventec also observed that the device was displaying a "patient circuit disconnected" alarm and that its inspiratory pressure was low. Ventec replaced the control board to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was an integrated circuit (ic), designator u701, on the control board.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.